Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the instrument channel of the subject device was clogged at the instrument channel port side during the reprocessing. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device and identified the reported phenomenon. It was found the foreign object in the channel of the subject device while the cleaning brush was passing and the foreign object was discharged. It was confirmed that the foreign object was removed from the distal end. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus france there was the possibility that the reported phenomenon was attributed to the following occurrence mechanism. The foreign object was sucked during or post procedure and stuck inside the instrument channel.